Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three in.pact admiral dcbs were used to treat the left prox, mid & distal sfa. Provisional stenting was carried out to treat residual stenosis. Approximately 2 months post procedure, the patient died of unknown cause. Investigator assessed the event as not related to the target lesion, index device, procedure or paclitaxel.